Event description:
Provider stated a 4 flash when pushing the joystick, 3 flash when swapped the motor leads, other motor is leaking grease, allot of wear and tear on this chair, quote # (B)(4) issued.